Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.the dentist reported that it was used the procedure of immediate load.in addition, the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that eight months after the dental implant and abutment were placed in ada site 4, loss of osseointegration was verified. Patient presented with an insufficient quality of type iii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after the dental implant and abutment were placed in ada site 4, loss of osseointegration was verified. Patient presented with an insufficient quality of type iii bone. The implant will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.